Event description:
It was further reported that the clinic performed an echocardiogram, a computerized tomography (CT) scan of the outflow graft without any result which may lead to a device malfunction. The patient was admitted to the hospital, and during the hospitalization it was noticed that ventricular assist device (vad) driveline (dl) cable sheath was damaged during normal use. The strain relief was worn out at the end. The dl connector was ok; the dl cover was smooth and movable. A dl sheath repair was performed at the middle of the strain relief for a length of 4 cm. No other cuts made in cable. Additionally, the patient was in the end stage of acute chronic kidney failure and bleeding with decreased hemoglobin. The patient was treated with dialysis, blood transfusions, and anticoagulation medication adjustment. The patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac decompensation. The ventricular assist device (vad) exhibited low flows and low power parameters. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted due to mrsa infection, it was also noted that the driveline damages were on a previous repaired area.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Also, for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair action was verified. On-site inspection revealed further damage to the driveline strain relief. Log file analysis revealed a decrease in power consumption and estimated flows leading to parameters below normal operating range within the analyzed period, and three (3) low flow alarms logged since (B)(6)2026. As a result, the reported low flow, low power, and driveline damage events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Of note, the patient was in the end stage of chronic kidney failure and bleeding, and subsequently expired. Based on the available information, the device may have caused or contributed to the reported e vent. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inapp ropriate pump rotational speed. Per the instructions for use, infection, bleeding, renal dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.